Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) experienced significant noise on baseline interfering with sensing. Re-positioning was attempted with the same noise being seen. The icm was ex-planted and replaced. No patient complications have been reported as a result of this event.